Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cva could not be conclusively determined.

Event description:
Related manufacturer reference 3005188751-2015-00018, 3005188751-2015-00019, 3005188751-2015-00020, 2030404-2015-00017. Following an atrial fibrillation procedure, the patient experienced a cerebrovascular accident (cva). Two days following the procedure the patient was hospitalized with a cva resulting in paralysis. The patient underwent a CT scan of the head which revealed an unknown material. There were no performance issues with any device during the procedure; however it was noted the physician did use echography with a difficult transseptal puncture. The current status of the patient is unknown.